Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a conference call in a breast case, the surgeon and resident saw a small spark. The rep looked closer at the blade and it looked like the coating on the blade itself was coming off with little black flakes. This occurred early into the surgery. The site swapped to another handpiece of a different lot number and finished the case with no further issues. The generator was still in use. There was no reported impact to patient.

Manufacturer narrative:
Analysis summary: complaint confirmed: upon receiving the package, the device was decontaminated to proceed with the analysis. The coating can be seen with wear and tear with scratches like there was a sharp object that came in contact with the blade. No visible amount can be seen where flakes came off the blade. The heat shrink component that lays below the shoulders of the blade were observed and part of the heat shrink component looks to be torn off and not returned by the sender. The shaft of the blade is exposed on one side. The device was still tested for its functionality to try to duplicate the complaint. The complaint was not able to be duplicated in the complaint lab environment and worked as its intended use with no issues. No flaking was seen during testing the cut and coag modes on raw chicken and saline. The device met the product specification and quality plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.